Event description:
Consumer alleges that the chair shifts to the right and makes noises. The end user was contacted and it was learned he dismantled his wheelchair stating there is issues with the gears. The end user was referred to a local service center. He has been using this wheelchair since 2005. No injury or ill effect.